Manufacturer narrative:
(B)(4). If the sample becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One used sample was received by baxter healthcare for evaluation. Visual inspection showed that the 2c8864 (clearlink buretrol solutionset) extension set which was received attached to a 500ml baxa exactamix solution bag filled with tpn (total parenteral nutrition) was fully primed. Functional testing was performed by removing the 2c8864 set from the baxa solution bag and spiking it into an in-house 1000ml solution bag containing distilled water. The setup was then re-primed. The 2c8864 set primed and flowed normally. A batch review was not performed because a lot number was not provided. It was determined, through the sample analysis, that the sample met product specifications and no issues were identified. The cause is unknown. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(40. It was reported that the patient experienced hypoglycemia as a result of this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear link buretrol solution set that was connected to an extension set experienced no flow. It was reported that the nurse attempted to straighten the line/ patient¿s arm and flush the line but was not successful; flow did not occur. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.